Manufacturer narrative:
(B)(4). The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient underwent a revision procedure. The patient was doing well postoperatively.

Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient underwent a revision procedure. The patient was doing well postoperatively.